Manufacturer narrative:
Please note that the following section was not reported on the initial MFR report and is being reported on this follow-up #01 MFR report: 1. Sex.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was unable to insert the cat6 into a non-penumbra sheath; therefore, it was removed. The procedure was completed by doing catheter directed thrombolysis. It was reported that the physician did not use the peel away sheath that was packaged with the cat6. There was no report of an adverse effect to the patient.